Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test were normal. The max fill reached alarm, low reservoir alarm, no reservoir alarm and empty reservoir alarm function properly during testing. No unexpected alarms noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 46 mg/dl. The customer was treated with glucose tablet. The customer has been experiencing low blood glucose for one week. During the troubleshooting the customer perform displacement test and got maximum fill reach at the half way point instead of an empty reservoir alert. The customer was requesting for pump replacement.